Event description:
It was reported that the intraocular lens (iol) was removed and replaced with a vitrectomy performed after the lens was implanted into the eye. The implant was performed on the left eye and there were no further complications noted. No further information was provided.

Manufacturer narrative:
Review of the manufacturing records and showed no deviations or nonconformities. Diopter measurement records from this particular lens was verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 22.5 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection of the returned sample showed returned iol with one (1) haptic distorted and the presence of viscoelastic ophthalmic viscosurgical device (ovd). The returned sample was covered with contaminations, no optical deviations on the optic could be found. The condition of the returned device is consistent with one that has been explanted. Conclusion: the iol passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to the manufacturer has been submitted.